Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed to open. A field service engineer found that the half height cubie pocket a1 was failed at drawer 5.1, and during testing with pharmacy staff, the cubie pocket lid did not open without assistance. Support was provided to remove the cubie pocket and reload the medication, during which it was found that the cubie cable cover was missing and was noted for replacement and the half height drawer 4.2, the cable guard plate was found to be missing and was replaced. All cubie pockets were then removed, and the area underneath was cleaned. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer failed to open and maintenance required. User shutdown station by unplugged the power cord and reconnect but issue persisted. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.